Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing pain at the ipg site. As a result, the patient underwent surgical intervention. During the procedure, the patient's doctor elected to explant and replace the patient's ipg with a different model. The replacement ipg was implanted in a new location and two extensions were implanted to accommodate the new pocket site. Surgical intervention resolved the patient's issue.